Event description:
A patient was on a levophed drip running at 22mcg/min and when the device transitioned to kvo the patient¿s systolic bp dropped 20 points (low 80¿s). The patient's bp improved about 5 minutes after the infusion rate was changed. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.